Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd of january 2024 and 23rd of july 2024 recorded a stable pacing impedance of 500 ohms and a stable shock impedance around 85 ohms to 90 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing was noted via home monitoring. No inappropriate therapies were delivered. The lead was capped and left in patient.